Manufacturer narrative:
H3, h6: no parts were received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that there was an alleged inaccuracy superior/inferior during a case on the system. This resulted in no surgical delay and no impact on patient outcome. The surgeon doing this case had previously experienced this issue when doing 2 prior cases on a different navigation system. In all 3 cases, the location showed roughly 4 mm lower than it actually was. Although the first two cases used both trace and touchpoint registration methods, this case only used trace registration. It was noted the site hangs the emitter slightly off the bed. However, the surgeon is usually successful with cases. A manufacturer representative (cs) reported that the scans always have the head slightly cut off, but the site does not attempt to register any anatomy that is not seen in scan. Cs also reported that the surgeon brings in a sterile chair with arm rests that have metal. However, the surgeon pushes it away when turning the navigation system on and anytime he is attempting to navigate and cs reported that the metal interference number is low in the field. Cs reported different instruments were used with same results. Registration was under 1mm. Surgeon verified known anatomical landmarks. Instruments did not appear to be damaged and a compact CT scanner was used. Cs reported the scan was manually pushed over by a representative of the company that manufactured the CT scanner. Cs reported after the scan was pushed over, the scan had to be manually edited, using threshold in order to see the bridge of the nose there. Cs reported he attempted to further troubleshoot in storage with another navigation system with a head model. Cs reported he replicated inaccuracy superior/inferior issue using the CT scanner at the site and the same type of instruments. Additionally, the cs noted that subsequent to this patient case, a different surgeon at the site had used a different CT scanner to perform a successful case without the inaccuracy superior/inferior issue. Cs reported after further talking with representatives from the CT company, the scanning technique is the same for the 2 scanners.

Manufacturer narrative:
H3) the software team reviewed the logs and identified three sessions on the date of the incident. In first session user performed an stdfess procedure using 668 trace points. Registration was completed, and truverify checks were successfully performed before transitioning to navigation. No touchpoints were acquired, with the final recorded error metric measuring 1.8 mm. It was also noted that during registration, the user acquired few points in the air (i.e., outside the dicom geometry). A review of the archive confirmed the presence of a single CT scan comprising 280 slices, with a slice thickness of 0.4 mm and slice spacing of 0.4 mm. No evidence within the logs explains the reported inaccuracy, and based on the available information, the root cause cannot be determined as software logs provide limited insight into registration accuracy issues. As per the event details, troubleshooting with a head model and another navigation system reproduced the same inaccuracy using the same CT scanner. A later case performed with a different CT scanner did not show the issue, suggesting that the compact CT scanner or its scan alignment may have contributed to the deviation. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Suspecting the compact CT scanner or its scan alignment may have contributed to the deviation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: a medtronic representative went to the site to test the equipment. No hardware was replaced. Codes b01, c19, and d14 are app licable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.